Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the maryland bipolar forceps instrument was not connecting with the bipolar very well and was very intermittent. We changed the lead and then tried the prograsp forceps instrument which seemed to work fine, so we deduced it was the maryland bipolar forceps instrument itself. The procedure was completed with no report of patient harm, adverse outcome or injury and with no delays. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a retracted conductor wire insulation at the yaw pulley. There was no material missing and the conductor wire was exposed. The conductor wire was not torn or fully broken and the instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.